Event description:
It was reported that an unspecified problem occurred during use on the homechoice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Although there was a system error 2119 noted in the event log, review of the event history does not note any therapy registered on the reported event date. Visual inspection and functional tests were performed. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional defects and malfunctions found with the device. Sample analysis verified the reported event as the system error 2119. Upon conclusion of the investigation, the cause of the event was the digital printed circuit board (pcb). The pcb was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.